Event description:
It was discovered that the patient underwent generator and lead replacement due to the high impedance; however, the date of surgery is unknown. It is believed that the surgery occurred as planned in or around (B)(6) 2009. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient had a high lead impedance during system and normal mode diagnostics. Device was turned off and x-rays were taken. No trauma or patient manipulation was reported. X-rays were visualized and it was noted that no lead discontinuity was observed though due to poor image quality and lack of other views of neck, the acute angle could not be confirmed. The patient is likely to have a revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of additional programming history showed that the date of explant was on (B)(6) 2009.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of explant; corrected data: supplemental manufacturer report #01 incorrectly reported the explant date.